Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected failed battery alarm anomalies noted. Device received with minor scratched lcd window and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 495 mg/dl and low blood glucose level of 40 mg/dl. Customer did not report symptoms or treatment related to high blood glucose and low blood glucose. The customer stated that insulin pump had no delivery alarm. Troubleshooting was not performed for high and low blood glucose level. The insulin pump will not be returned for analysis.